Event description:
Customer called to report a pod that was a difficult to fill with insulin. The pod also made an audible crackling noise as it was being filled. He stated the pod then allowed him to continue with activation so he placed the pod. He wore the pod for a total of 15 hours before removal due to high bg's. Customer stated despite repeated correction bolus attempts his bg climbed to the 400's before he decided to remove it and placed a new pod. No further problems reported.

Manufacturer narrative:
The product has not been returned so no eval is possible. The customer felt resistance during the fill process, which indicates a probable problem with a retainer that allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.